Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" was found. During service the device's pre-repair diagnostic assessment noted "brown hose." If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device was being returned for service. During service of the device, it was noted that the device had a damaged hose. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.